Event description:
It was reported that the nurse had just completed administering chemotherapy where it was noticed upon flushing the line with saline there was leaking around the site. Upon removal, it was found that the PICC was leaking 2cm inside the vein. They used a 10ml bd syringe to flush. The pt is ok.

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a single partial tear in the catheter tubing. The partial tear in the tubing is located between the 41 and 42 cm depth markers. The tear is nearly perpendicular to the axis of the tubing. The tear site reveals reflective rounded edges. Just distal to the partial tear site between 40 and 41 cm a deep crease in the tubing is observed. This combined evidence of the irregular slit edges and rough, broken slit walls and a deep crease in the catheter tubing is typical of material fatigue and friction wear;however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect of deformity related to the manufacturing process. A lot history review (lhr) of rewf0214 showed no other similar product complaint(s) from this lot number.